Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 3.5 weeks due to high blood glucose level went up to 1500 mg/dl. The customer did not want to troubleshoot or provide further details. The insulin pump will not be returned for analysis.